Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing pacemaker triggered an alert for high out of range pace impedances on this right ventricular (rv) lead. The impedances were greater than 2000 ohms. In addition, there was oversensed noise on the rv channel. The lead was thought to be fractured, but that was not confirmed. This lead was surgically abandoned and replaced, and the pacemaker remains in service. No additional adverse patient effects were reported.